Event description:
During the procedure as this device attempted to cross the heart valve, the shaft of the device kinked. The device was removed and replaced. The pt is reported as fine. The device is not being returned for co's analysis.